Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. T-wave oversensing (twos) was reported on stored electrograms and real time. Follow up with the company representative indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.